Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, a heart attack, and a bruised shoulder. The cause of elevated bg was unknown. Additionally, it was unknown if the heart attack caused the elevated bg; or was a result of the elevated bg. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released into a rehab care facility on (B)(6) 2022 with the issue resolved; however, no information was provided regarding any permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.